Event description:
While drawing up nexium with blunt needle and expressing air from syringe, the nurse noted gray material floating in syringe. Med drawn up using 90 degree angle. Gray particle approximately 1/4" long and 1cm width.